Event description:
Pulmonary artery inadvertently opened. Hemostasis obtained. Lung lobe resect attempted. Tlh90 stapler used to both staple and resect. When device was removed, bleeding ensued as a result of stapler failure. See scanned page.